Event description:
The event occurred on an unknown date in (B)(6) 2018 and involved a single line transpac IV monitoring kit. It was reported that immediately after taking a blood specimen and flushing the arterial line, the transducer line disconnected/snapped at the proximal three-way tap. The estimated blood loss was 10ml. Testing and investigation confirmed the reported complaint of a tubing separation. The received monitoring kit sample had a bond separation between the 27" tubing and a male luer. The probable cause of the separation was due to a manual manufacturing process error of administering insufficient uv adhesive at the bond location. The mbr (manufacturing batch review) could not be completed since no lot number was provided.